Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with revision surgery. It was reported that the initial surgery was done on (B)(6) 2018 for posterior spinal fixation after olif at l2 / 3, l3 / 4, l4 / 5 and on (B)(6) 2018 t9-s2ai psf+l5/s:plif. So56+ba+capstone control+gc were used in the initial surgery. Pre-operative diagnosis for this procedure was kyphosis. The patient had back pain and the rod was broken between l3 / 4. Revision surgery was performed to replace rod and screw. No fragments were left in patient body. No further complications reported. The screw was loosened